Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The device was returned unwanted by the customer without any allegation of malfunction against the same. However defects were found during evaluation, hence this complaint can be confirmed. It was found that the foot switch was physically damaged and had broken inserts. Also minor scratches were observed during decontamination. The service of the device was however declined and was placed into long term hold. The physical damage to the device is most likely a result of user mishandling of the device or a probable fall during transport or storage. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that the vapr vue wireless footswitch had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device was physically damaged and had broken inserts. There were no adverse patient consequences reported. No additional information was provided.